Manufacturer narrative:
Investigation results: DHR we reviewed the DHR for this (B)(4) / patient ID# (B)(6)/ site ID# (B)(4), qty. (B)(4) items assy-500011 (aligners) were packaged by the second shift by bag and box operation on december 05, 2024, manufacturing supercell sc0, equipment bag-15. The sales order was inspected and met with the acceptance criteria provided by qa. Other, photo investigation: the customer's evidence (photos) shows an aligner (sn: (B)(6)). This aligner does not correspond to the sales order (B)(6) related to the alleged event, and the evidence is unclear in identifying the issue of the alleged event. Return: we received the return of 36 aligners, corresponding patient ID: (B)(6), (B)(4). The packaging bag of the aligners from stage 7 (u7 sn: (B)(6) and l7 sn: (B)(6)) was open. We reviewed the aligners and found no issues related to sharp edges or conditions outside specification. The rest of the aligners were found inside their fully sealed bags.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient using nontemplate aligner arch experienced sharp aligner edges that were cutting their lip.